Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp had to replace the whole catheter during surgery on (B)(6) 2019. The hcp was meaning to just replace the catheter connector however whenever he spliced a section of the catheter he was not able to get backflow therefore had to replace the whole catheter. The hcp had taken some operation room (or) pictures ofthe pump and catheter. Based off the pictures, it looked like fibrous, yellow, gelatin material from the outside of the pump up to the connector and seeping into the catheter. When they took the catheter off they could see the yellow material occluding the catheter. It was protocol for the hcp to reduce the dose by 10% after he did a case therefore they reduced patient's dose down to somewhere in the 200's mcg/day. The patient didn't feel like they were getting anything so they turned the dose back up to the original however this did not make things better. They took the patient back in for a second surgery on (B)(6) 2019. The hcp re traced his steps to ensure he didn't make any mistakes. The hcp had found 5 cc of air that was in the pump and he was thinking that air had caused the pump to stall therefore the patient not getting therapy after the first revision on (B)(6) 2019. There were no volume discrepancies. The hcp would be sending paperwork, the catheter, the pictures and hopefully the pump back for analysis. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jan-2018, UDI#: (B)(4). Related events were reported in regulatory reports #3004209178-2019-07960, #3007566237-2019-00915, #3004209178-2019-07979, #3007566237-2019-00919, #3004209178-2019-07941, #3007566237-2019-00920, and #3007566237-2019-00942. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient via manufacturer representative (rep) regarding a patient who was receiving gablofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that patient's catheter had this catheter issue where scar tissue developed at the connector to the pump and the scar tissue "works it's way inbetween the catheter and pump and occluded it". It was too loose where the catheter sutureless connector (sc) connection was. The cases started as catheter revisions and then when they went in to do the revision they saw the scar tissue growth issue. With the old catheters, the hcp sutured the connection piece on to the pump but the newer mobile/moving sc type catheters was where the problem was because you don't suture them on tightly so the scar tissue grew in to the catheter and occluded it. The catheter revision was occurring today with the same issue. Patient was underdosed. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue had resolved and patient status was unknown. Catheters would be returned. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a non-significant anomaly regarding a tear in the seal near the guide ring; no leaking was seen during pressure testing in the lab. Correction: the device code c133496 and patient codes c50789 were not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products product ID: 8780, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Pro duct ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the pump and catheter were returned. Patient was not being able to flex feet and having trouble getting up and down. Patient was placed in intensive care unit (ICU) with numerous attempts to increase drug with no positive results. No further complications were reported.